Event description:
It was reported that the patient experienced pain. The pulse generator was explanted.

Manufacturer narrative:
Analysis found that the pulse generator was in backup vvi operation, as received. The device exhibited loss of output at 2.5 v or below due to an epoxy bond anomaly on the capacitor.